Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the nozzle was clogged with an unidentified foreign material due to user handling or mishandling. Upon further inspection, it was observed that the light guide rode lens was chipped. It was also observed that the charge-coupled device cover lens and the connecting tube was scratched. It was observed that the plastic distal end had a sharp edge or snag. It was also observed that the colour ring, control unit scope body and cover were cracked. It was observed that the paint on the suction cylinder nut, air and water nut were peeled off. Lastly, it was observed that the angulation was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera gastrointestinal videoscope air/water channel is clogged. The reported issue was uncovered during reprocessing of the device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual evis exera gastrointestinal videoscope olympus gif type q160z operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera gastrointestinal videoscope olympus gif type q160z reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures shows how to prevent the event. Olympus will continue to monitor field performance for this device.